Event description:
A surgeon has reported that a memory lens u940a iol implanted in the right eye of a pt has since opacified & was explanted without complication. The lens was discovered to be opacified to some extent in nov 200. By sept 2004 the opacification had worsened to the point where the pt's vision was unacceptable.